Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.e1 initial reporter state: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, the cgm reading was 9.0 mmol/l and the insulin pump provided insulin based on the cgm reading. The patient started to feel hypoglycemic. He was able to take a bg reading which was 3.0 mmol/l and decreasing. The patient lost consciousness and started convulsing (seizures). The patient regained consciousness when his dog started licking his face. The cgm was reading 7.7 mmol/l and the blood glucose reading was 3.7 mmol/l. The patient self-administered carbohydrates (food and juice). The patient felt jaw pain for 7 days from convulsing. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was fine and normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.